Event description:
It was reported to philips the customer could not see anything on the display. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.